Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated that the patient was hospitalized with diabetic ketoacidosis. The reporter stated that earlier in the day the patient experienced high ketones with vomiting and was sent home. The reporter stated that the infusion set was changed and the patient was taken to the hospital. The reporter stated that the patient was discharged from the hospital using the insulin pump. The reporter stated that the infusion set was discarded and the reporter declined to review the pump. The cause of the patient's event is unknown. This report is made based on the allegation that the patient was hospitalized with diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be torn from the ok keypad button to the up arrow button and the bolus button was found to be missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad buttons responded to button presses as expected. There was no damage found to the button key contacts.